Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2-4 spinal the rapy. It was reported that the sleeve slid of the 5.5 driver. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3. Device evaluation summary: product analysis #(B)(4):part # 5584111 lot # sw198010 visual and optical inspection confirmed the torx edges have been stripped and the attachment pin to the internal bushing has broken. The damage to the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.